Event description:
It was reported that as the physician was inserting and rotating the intraocular lens the haptic tore the posterior capsule. The incision was enlarged to remove the lens. Another len was implanted in the sulcus and stitches placed to close the incision.

Manufacturer narrative:
The iol was received and inspected under 10x magnification. Optic and haptics were intact, no defects found. While the cause of this event has not been determined the results of our investigation reasonably suggest it is not manufacturing related. The lens met manufacturing specifications prior to release.